Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-08775, 2134265-2013-08777. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi) and expired. In (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as unstable angina and the patient was referred for cardiac catheterization. The target lesion was located in the distal left anterior descending artery (dist lad) with 90% stenosis and was 16mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x20mm promus element stent, with 0% residual stenosis following post-dilation. A second 2.25x12mm promus element stent was also placed due to inadequate lesion coverage of the first stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient developed inferolateral st-elevation myocardial infarction (stemi), and subsequently had cardiac arrest and cardiogenic shock. Cardiac enzyme elevation was consistent with protocol definition of myocardial infarction. The patient was hospitalized and a 3.0x16mm promus element plus stent was placed in the proximal left circumflex artery (prox lcx). The patient expired on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).